Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Stent: boston wallstent, cordis precise, monorail. Embolic protection: spider, filterwire ez, epi filterwire. There was no reported product deficiency. The reported patient effects of cerebrovascular accident, hypotension, occlusion, dizziness, and restenosis are listed in the product instruction for use as known potential adverse effect. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling. This report involves a study noted in an article. The devices were not available for analysis and device investigation could not be performed. The lot number was not provided; therefore, review of the device history record could not be performed. Dr. D. Alejandro gonzalez, md, et al; internal carotid artery stenting in patients with near occlusion: 30-day and long-term outcome, published department of radiology, interventional neuroradiology april 13, 2010. (B)(4).

Event description:
The following events were noted through an article review. A study was performed with 116 patients with carotid near occlusion during the period between (B)(6) 2000 and (B)(6) 2009. The purpose of the study was to evaluate the natural history of the carotid near occlusion. Acculink stents were implanted in 74 patients. The results of the study are as follows: during balloon inflation, hypotension (37.1%), bradycardia (48.3%), asystole (24.1%) and transient syncope (12/1%) occurred. Four patients developed a tia after stenting. Stroke in progression was arrested in 1 patient. The median follow-up period for patients was 36 months. Asymptomatic restenosis occurred in 5 patients. Three patients were successfully re-treated with angioplasty. Asymptomatic occlusion occurred in 3 patients. During follow-up (6 and 30 months), 3 patients experienced stroke. No minor or disabling stroke, death, or myocardial infarction occurred in the 30-day period following the procedure.